Manufacturer narrative:
Complaint conclusion: as reported, the patient underwent placement of the trapease vena cava filter. The indication for the filter placement was not reported. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, blood clots, clotting and caval thrombosis. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and thrombosis within ivc do not represent a device malfunction. Clinical factors that may have influenced the event include underlying patient comorbidities, pharmacological and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, blood clots, clotting and caval thrombosis. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: age or date of birth, sex, date of event, date of report, relevant tests/laboratory data, other relevant history, brand name, date rec'd by MFR, PMA/510k, type of reportable event, if follow-up what type and device manufacture date. Event: additional information received per the medical records indicate that the patient has a history of pulmonary embolism and the patient was a poor candidate for long-term anticoagulation therapy. The filter was deployed via the patient's right common femoral vein. The filter was placed below the level of the renal veins. Follow up images show that the filter was in a good position. The patient tolerated the procedure well without apparent complications. Additional information received per the patient profile form (ppf) states that the patient experienced blood clots, clotting and/or occlusion of the inferior vena cava. The patient became aware of the reported events nine months after the index procedure. The form also states that a computed tomography (CT) scan performed reported blood clots, clotting and caval thrombosis. These injuries have caused emotional distress, mental anguish, anxiety and stress. As reported, the patient underwent placement of the trapease vena cava filter. The patient was initially admitted to hospital with toxic substance overdose (isopropyl alcohol, crack and other substances). The patient then developed pulmonary embolism and was considered a poor candidate for anticoagulation therapy. The filter was implanted via the right common femoral vein and deployed below the level of the renal veins. The patient is reported to have tolerated the procedure well. Approximately nine months after the implantation, the patient underwent a computerized tomography (CT) scan that revealed blood clots, clotting and caval thrombosis. The patient reported that the filter was also associated with occlusion of the inferior vena cava (ivc). The patient further reported experiencing emotional distress, mental anguish, anxiety and stress. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and thrombosis/occlusion within the ivc or vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include the patient¿s pre-existing comorbidities, pharmacological and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.